Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of impedence anomaly was confirmed in the laboratory. Analysis revealed scratches, tool marks, small dents, and a polished area observed on the device can. The low voltage functionality was tested on the bench and using automated test equipment. All of the low voltage test specifications were normal. It is believed the cause of the output anomaly is due to a damaged lead.

Event description:
It was reported that the patient presented in ER after a vt event. The message possible output circuit damage was noted. Both ICD and lead were explanted and replaced.